Event description:
It was reported that the health care provider reached out to technical services (ts) for concerns about loss of capture on the left ventricular (lv) lead. Upon review, technical services (ts) confirmed loss of capture, which is suspected to be intrinsic. Subsequently, a revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that the health care provider reached out to technical services (ts) for concerns about loss of capture on the left ventricular (lv) lead. Upon review, technical services (ts) confirmed loss of capture, which suspected to be intrinsic. Currently, this lv lead remains in service and no adverse patient effects were reported.